Event description:
Notified of small burn probable second degree by physician clinic after the hta ablation done, that an external perineal-vaginal burn existed and they would follow. Notified again the following month, readmission with adbominal abscess and sepsis related to original surgery. Their surgery resulted in a hysterectomy and transfusion. According to nurse no alarms went off during procedure. According to specialty ob/gyn nurse the machine had been used multiple times without incident in the interim. Before the admission on that day reporter requested the machine be pulled by biomed and checked. The machine was pulled by the MFR rep without facility biomed involved and returned with a loaner in its place. It is a self contained unit with a cool down cycle. Two possibilites: 1-extensive burn causing necrosis and infection or 2-missed uterine cancer diagnosis with more friable tissue or a combination of the two. It is hard to discern on path reports what caused the damage, heat vs infectious process.